Manufacturer narrative:
(B)(4): it was reported that during mesh implantation the patient concurrently had the following surgical procedures: exploratory lap, bilateral salpingo-oophorectomy, burch, enterocele repair and lateral vaginal wall repair. During bowel surgery for obstruction the mesh was trimmed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01650. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent small bowel resection and ligation of adhesive band from bladder suspension on (B)(6) 2006.